Manufacturer narrative:
The customer¿s report of a leak was not confirmed. The set was visually inspected for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No damage was observed. Functional and pressure testing was performed; no air bubbles or leaks were noted to be found anywhere on the set. The root cause of the customer¿s report of a leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking at the connector during an infusion of blood infusing at 4.6ml per hour. No patient harm reported. The event occurred in (B)(6).